Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was presented to check in. Noise, high out of range shock impedance measurements were observed on the right ventricular (rv) lead. Additionally, low shock lead impedance detected when attempting to deliver a shock. After interrogation, a code 1004 was observed indicative of a short circuit condition. It was determined that a shock was delivered and was inappropriate due to noise oversensing. Troubleshooting options were discussed and recommended. No additional adverse patient effects were reported. At this time, the product remains in service.